Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient developed spinal headache, which was treated with a medication. The event was resolved and was known to be related to the procedure and device.